Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the keyboard keys was not working. A field service engineer unable to replicate the problem, no issue found. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a keyboard was not working. The customer reported that the malfunction occur when the user was tried to issue medication to the patient, user was able to retrieve medication from the pharmacy. There were no adverse events or injuries reported based on this event.